Manufacturer narrative:
(B)(4). Concomitant medical products: item number 103532 name ti low profile screw 6.5x25mm lot #678050. Two locking rings were returned one with minor scuffing and one that has been bent. The returned shell shows excessive wear to the inside radius of the device with material displacement into the locking ring groove which would attribute to the locking ring not moving freely and some missing porous coat on the outer radius. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03387. 0001825034 - 2020 - 03388.

Event description:
It was reported that patient underwent left total hip arthroplasty. Subsequently, patient said it felt different from the beginning than her right hip (which was replaced a few years before left hip). An x ray revealed the liner had failed. Patient underwent revision surgery approximately 5 years post initial implantation. The liner was found cracked and in pieces and there was metallosis. A new locking ring was opened but did not freely move in the ring loc shell. It was determined that the shell should be removed. Cup cutters were used and shell was explanted. A new g7 shell, liner, and ceramic head were implanted. No further event information available at the time of this report.